Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the bolus calculations of the pump are inaccurate. Customer declined to perform troubleshooting. Customer had fluctuating blood glucose levels (64-500 mg/dl). Customer drank juice to stabilize their low blood glucose level and delivered a bolus to stabilize their high blood glucose levels. Reportedly, customer has reverted to manual injections.